Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite using multiple usb cables and power sources. Reportedly, the charging cable broke while the customer was attempting to charge the pump and damaged the pump usb port. The customer¿s blood glucose was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Additional information was received on 5/1/2018 that the pump was able to be charged successfully with a different usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.